Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent the following procedures, anterior lumbar diskectomy, l4-5 and l5-s1. Anterior lumbar fusion, l4-5 and l5-s1. Application of prosthetic device, l4-5 and l5-s1. Allograft morselized (bone morphogenetic protein-2). Anterior segmental instrumentation, l4-5 and l5-s1. Preoperative, postoperative diagnosis: degenerative disk disease, l4-5 and l5-s1. Per op-notes: ¿a size 11 spacer was filled with 2 sponges of bmp-2/rhbmp-2 from a medium rhbmp-2 kit. The spacer was then malleted into place and countersunk below the anterior lip of bone l5-s1 or at least flush with it.¿ patient also underwent the anterior approach to l4-l5 and l5-s1 disk spaces. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.